Event description:
Pocket for ICD became acutely inflamed. The pocket had a 4cm-long eroded segment that had to be removed. The ICD was one that had a recall advisory so it was replaced at same time pocket erosion was excised.